Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4) event occured in the united states. It was reported that the patient experienced a hyperglycemia 200 mg/dl event on (B)(6) 2026 due to the infusion set being inserted in a body crease, and the event was treated with a correction bolus via the pump. No further information is available.